Event description:
(B)(4). I don't recall the start date, but I get pain like my organs are moving around my abdomen. It is hard to breathe when these pains happen. It is similar to when an 8 month old fetus is moving around except actually painful. I have begun to have regular migraines, uncontrollable weight gain and really heavy menstrual cycles. I have been hospitalized twice for the pain, but didn't think it was caused by the essure; though I did report that I had the coils to the attending physicians. The pains come on more often, in addition to head aches. I have no way to see a doctor to know if it's even possible to get the coils removed, so if I die, I have to make sure it's on record somewhere that I reported that this product is dangerous and life threatening.